Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Fill tubing: user error. The pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, a minimum fill notification occurred after the user filled the cartridge with 108.26 units of insulin during the load sequence. The customer inadvertently performed the load fill tubing sequence while connected to the site and administered 7 units of insulin. Customer consumed soda to address bg. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 150 mg/dl.